Event description:
It was reported following a percutaneous coronary intervention (pci) a 6f angio-seal sts plus was used to seal the right femoral arteriotomy (rfa). Hemostasis was achieved and a precautionary pressure dressing was used. A pre-deployment right femoral angiogram revealed a "high stick" puncture location. Ten mins later, the pt complained of a funny feeling as the pt's blood pressure dropped to 70/40. The pressure dressing was removed and the incident was considered to be a vasovagal response. A foley catheter was inserted and the blood pressure improved. The pt was moved from the telemetry unit to the intensive care unit. Forty-five mins later, the pt complained of back pain and a CT scan was performed 2 hrs later. The CT revealed a large retroperitoneal bleeding event. Approx 24hrs later, the pt expired. No surgical intervention was performed for treatment of the retroperitoneal bleeding as the physician thought it would tamponade on its own.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.